Event description:
The operator attempted arteriotomy closure with the perclose a-t (closer ak) device after a diagnostic procedure. Fluoroscopy was performed to confirm placement in the common femoral artery. The vessel size was described as small, about 4 to 5 mm in size. When inserting the device it was reported to be "very difficult" and mark was never achieved. The foot and the needles were not deployed. Upon attempts to remove the device it was noted that the device was "stuck". The device was not able to be removed. The patient was taken to surgery for device removal and closure of the artery. The device was removed and the artery was closed with sutures. The patient was discharged the next day without further sequelae.